Manufacturer narrative:
The reported events were dislodgement and helix mechanism issue. A complete lead with a stylet and a clip-on-tool was returned in one piece for analysis. The reported event of the helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix to be retracted and clogged with blood/tissue and the inner coil over-torque at the connector region consistent with procedural damage. Electrical testing found the internal shorts between the conductors due to the damaged inner coil. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for a scheduled procedure. During the implant it was noted that the atrial lead had dislodged. The physician attempted to reposition the lead but after multiple attempts the helix did not extend. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.